Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperative to a left total knee replacement, the needle detached from three sutures when pulled out in the package. The surgeon opened a fourth one to complete the procedure. There was no patient involvement.